Event description:
It was reported via repair work order that the bed had no motor functions except for the gatch due to the micro switch needing to be reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.